Event description:
It was reported that during a surgery on (B)(6) 2022, it was identified that the inner tray of the cemented straight segmental stem was no longer sealed, however, the outer tray was still sealed. The surgeon implanted a different cemented segmental stem. No additional information regarding this malfunction has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that during a surgery on (B)(6) 2022, it was identified that the inner tray of the cemented straight segmental stem was no longer sealed, however, the outer tray was still sealed. The surgeon implanted a different cemented segmental stem.